Event description:
While trying to remove pa (pulmonary artery) catheter from the introducer, the bedside rn (registered nurse) and another rn were unable to loosen the locking device that connects the cover to the sheath thus keeping the pa catheter sterile. Introducer needed to be removed at the same time.